Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that during a pulse field ablation procedure using a faraorive sheath the patient experienced bleeding at the access site. The procedure occurred on (B)(6) 2023. An ultrasound was performed to check for pseudoaneurysm, only hematoma was identified. Pressure dressing was applied, and the patient was kept overnight for observation and given apixaban. They were discharged the following day, on (B)(6) 2023. No further patient complications were reported, and the procedure had been completed. It is currently unknown if the sheath is going to be returned for analysis. Al: non-bsc device may also have caused or contributed to the hematoma. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).